Manufacturer narrative:
Initial reporter phone#: (B)(6). (B)(4). Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that medicine leaked from the bd q-syte¿ luer access split-septum stand-alone device during the infusion and into the patient's bed. The following information was provided by the initial reporter, translated from (B)(6) to english: "after the patient¿s right internal jugular vein catheterization at 8:00, the septum membrane needle-free airtight infusion connector was replaced every seven days, and it was used today on the seventh day. The procedure and operation of the infusion were standardized. When the second bottle of medicine was infused, it was found that the drug liquid leaked into the bed , it should replace the infusion connector and do an explanation."